Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, the ventilator had an operation failure due to the cross over solenoid - it did not change to oxygen (02) when the air was shut off. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The solenoid board was returned for evaluation. The service engineer evaluated the pump and verified the reported complaint. The unit under test (uut) was placed into a test ventilator. The ventilator was powered up and started ventilating. After several minutes of normal operation, the compressed air line was disconnected from the supply. The test lung did not continue to inflate normally. The ventilator was power cycled and the test was conducted again. It continued to ventilate when the air line was disconnected. The ventilator was allowed to ventilate for several days. Periodically, the air line was disconnected and reconnected. An unrelated issue was found. The reported issue could not be duplicated again. It is unknown what caused the initial failure. A visual inspection was performed on the printed circuit board (pbc) and no anomalies were observed. A third party service provider replaced the pcb.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.